Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the lead had an insertion issue where the guidewire was unable to be inserted completely. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and there was blood on the distal conductor of the lead and it was obstructed. The distal low voltage electrode of the lead was covered in blood. Guidewire insertion test failed. Performed destructive analysis found blood obstruction in distal conductor.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.